Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed a snack to address bg. It was also reported that the pump touchscreen was cracked, unresponsive and unreadable. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Customer's blood glucose level was 52 mg/dl.